Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the volume could not be changed. Customer¿s blood glucose level was unknown. Customer stated that though the volume was set to 1 or 5, the volume could not be changed. Additionally, though the volume was set to 1, sometimes an alarm also sounded at the volume of 5 when the customer was unaware. The device will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No pump error 63 noted during self test or in device history files.